Event description:
Healthcare professional (hcp) reported pt (pt) on 1550 device experienced nausea during therapy. Pt was transferred to hospital and reported to have high bicarbonate levels. Pt received one dialysis treatment with low bicarbonate dialysate. Pt was hospitalized for one day.